Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for ventricular fibrillation (vf) when the rhythm was potentially supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.